Event description:
It was reported the damaged cable was a non-(B)(6) device. It was from a different company. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).